Event description:
The customer reported that a patient's sample tested on the provue analyzer using mts a/b/d monoclonal and reverse grouping card lot# 040705037-25 was typed as group a. Crossmatch in tube with group a units was incompatible.